Event description:
Upon opening item and attempting to advance into rhv per the IFU, it was noticed that the galaxy complex xtrasoft coil (640cx0410/lot 17040498)coil appeared ¿bent¿ and would not push through the microcatheter smoothly. Resistance was felt upon introduction into the sl10 microcatheter and kink bend occurred, and the concomitant devices used with the product did not kinked or bend at any time. Item was discarded and another galaxy was opened and used without incident. After the device was removed from the patient, the coil appeared bent. An adequate and continuous flush was maintained through the catheter. Other products (galaxy microcoils) were successfully used with the concomitant device prior to the encountered resistance. There was no serious injury reported with the event, and the product is not available for analysis.

Manufacturer narrative:
The reported event (kinked coil) could not be confirmed, since the product was not returned for analysis. Additionally, the IFU states the computability of the orbit galaxy coil with non-codman microcatheter has not been established. Based on the information procedural factor might have contributed to the event. This lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon opening item and attempting to advance into rhv per the IFU, it was noticed that the galaxy complex xtrasoft coil (640cx0410/lot 17040498) coil appeared ¿bent¿ and would not push through the microcatheter smoothly. Resistance was felt upon introduction into the sl10 microcatheter and kink bend occurred, and the concomitant devices used with the product did not kinked or bend at any time. Item was discarded and another galaxy was opened and used without incident. After the device was removed from the patient, the coil appeared bent. An adequate and continuous flush was maintained through the catheter. Other products (galaxy microcoils) were successfully used with the concomitant device prior to the encountered resistance. No further information was provided. There was no serious injury reported with the event, and the product is not available for analysis. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event (kinked coil) could not be confirmed, since the product was not returned for analysis. Based on the information, the cause of the event could not be determined, but this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is associated to complaint #(B)(4).